Manufacturer narrative:
A customer in brazil notified biomérieux of obtaining a misidentification result for qc strain of malbranchea filamentous as geotrichum fermentans in association with the vitek® ms instrument (ref.410895). In response to the customer complaint biomérieux initiated an internal investigation. Neither the strain or raw data were provided therefore the issue could not be investigated further. The investigation found a potential root cause of the misidentification to be non-optimal spot preparation. The data that was provided showed the calibrator all peaks value was low. This could be explained by non-optimal spot preparation; however without further information the root cause cannot be confirmed. See section h10.

Manufacturer narrative:
In response to the customer complaint biomérieux initiated an internal investigation. The investigation was not able to determine root causes as no strain or data were provided from the customer.

Event description:
A customer from (B)(6) notified biomérieux of obtaining a misidentification result for a patient isolate in association with the vitek® ms instrument (ref. 410895) and knowledge base (kb) v3.0. Biomérieux requested information regarding the initial incorrect identification and the expected identification. At this time, the requested information has not been provided. The customer stated that they retested the sample after a fine-tuning (calibration) and obtained the correct identification. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.